Event description:
During a pfa procedure, an air leak and a blood leak were noted from the agilis 13 fr sheath. When flushing and aspirating the agilis 13 fr sheath after the non-abbott device (farawave catheter by boston scientific) was inserted, there was significant air in the flush port. At this time a blood leak was also noted from the hub. The sheath was exchanged and the procedure was completed with no adverse patient health consequences.